Manufacturer narrative:
This report was sent in error.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that when the ar-3290-0004 synergy insufflator stops instilling gas and resumes, the flow goes up too much even though not intended resulting in patient¿s abdomen is swollen too much. No additional information provided. Additional information requested.